Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient experienced hyperglycemia on (B)(6) 2026.the blood glucose level was 360 mg/dl and the patient got treated with pump. No further information is available.